Event description:
It was reported that the flexible shaft drill fractured intraoperatively. Post operative x-rays revealed a foreign substance at the medial side of the stem neck. The surgeon thinks that the foreign substance is a broken piece of the drill.

Manufacturer narrative:
Na